Event description:
It was reported that a patient suffered a burn from a probe during a shoulder procedure.

Event description:
It was reported that a patient suffered a burn from a probe during a shoulder procedure.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The device history record could not be reviewed since the lot number was not provided. The most probable root causes for the reported failure can be associated, but are not limited to user negligence: suction not connected with pinch clamp left open which allows hot fluid to leak out of the suction tube and/or user error: incorrect fluid management or probe clogged. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.